Event description:
It was reported that the patient expired during a cardiac procedure. It is unknown whether the pulse generator, right ventricular (rv) lead or right atrial (ra) lead contributed to the patient's death.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.